Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. During the procedure it was reported that the physicians perforated the laa and this resulted in a large pericardial effusion the patient was taken to the operating room where a pericardial window was performed. The device was left in place and the patient was stable. The patient has been discharged from the hospital and is doing well.